Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/13/2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to the verify screen with pinkish contrast. The auditory feature was operational. No tactile issues were found with the buttons. Unrelated to the complaint, the pump powered up with no vibratory feature. Pump casing was opened and it was found that the pin of the vibrator motor was not making contact with the printed circuit board. Vibratory feature was restored when the pin was adjusted to be connected to the printed circuit board.